Event description:
It was reported that the user experienced hyperglycemia beginning after lunch, with a highest blood glucose of 331 mg/dl, which trended downward during the call after a recent supply change and without need for troubleshooting. Symptoms included elevated blood glucose without acute sequelae. Outcomes included no medical intervention, no use of backup therapy, no insulin suspension, and no ketone testing. Investigation included complaint intake, review of user-reported history, and device-use education. Investigation of this case revealed no device alarms or malfunctions reported and no evidence of device failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.